Manufacturer narrative:
Exemption number e2019001. Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that while loading the nc trek into the guide catheter, the shaft separated in two pieces outside the patient. There was no reported resistance reported during advancement or retraction. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another nc trek was used to complete the procedure. No additional information was provided.